Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the knob stem of the external pulse generator (epg) was broken and was not functional the external pulse generator (epg) is to be returned for repair. The current status is unknown. There was no patient involvement. It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer complaint of knob was broken however it was noted that the upper case was broken, the hanger assembly was broken, capacitor c277 was damaged on the main printed circuit board (pcb), the encoder was replaced as a preventive, one knob was missing, the lower case was damaged, the main seal was pinched and contaminated, the display wire was pinched and the wire insulation was exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product was returned for service